Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. Sample was not returned for investigation. CAPA: ca-00040 was initiated to address this issue. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was utilized. No compression was used. It is reported the tip of guidewire broke off in the vein. Physician had to make an incision and retrieve the broken tip. All pieces were accounted for. A replacement mis-7f07 kit was used to complete procedure and vein is reported to have closed. Physician confirmed patient is doing well.

Manufacturer narrative:
Sample is not available for evaluation. A follow-up report will be submitted upon investigation completion.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was utilized. No compression was used. It is reported the tip of guidewire broke off in the vein. Physician had to make an incision and retrieve the broken tip. All pieces were accounted for. A replacement mis-7f07 kit was used to complete procedure and vein is reported to have closed. Physician confirmed patient is doing well.